Event description:
They reportedly were able to aspirate the reservoir, but unable to fill it fully; they were able to get 32 cc. The hcp aspirated the entire contents of pump and then held negative pressure for four out of five minutes and tried again. The result was the same. They were only able to fill 32 ml in the pump at the last refill. The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).